Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified radial arteriovenous fistula. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
D2: pro code (product code): dqy e1: initial reporter phone: (B)(4).

Manufacturer narrative:
D2: pro code (product code): dqy e1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the athletis 10.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the center of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both marker bands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified radial arteriovenous fistula. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.